Event description:
The pt was admitted for a procedure to treat a lesion in the left internal carotid artery. An angioguard was chosen for the procedure, however, the introducer could not be inserted far enough into the toughy bourst, and the tip of the wire was noted, "folded over". Then another angioguard was selected but while trying to lock the device, the wire was pulled to hard and the carrier pre-maturely peeled (the wire was peeling out of the carrier). Therefore, a third angioguard was chosen. This angioguard went in with no problem, however, when it came out of the tip of the product, the guidewire had a pig shape curl and could not be steered. It was noted that there was no resistance. Finally, a fourth angioguard was deployed without any difficulties. However, it was difficult to retrieve the angioguard through the stent that was deployed. Another catheter was used to facilitate this process. The procedure was successfully completed. There was no pt injury reported.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.